Manufacturer narrative:
(B)(4).

Event description:
It was reported that dfts tests were performed and they were not able to rescue the patient. The physician decided to establish a different vector to defibrillate the heart. The device was moved to the left side, and then tunneled the lead from the right, but the lead was not long enough to be tunneled. The lead was explanted and replaced. The patient is doing fine after the procedure.